Manufacturer narrative:
Per tandem's t:slim g4 pump user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg); however, the exact value was not provided and the customer declined further assistance regarding the event. Reportedly, the customer had a difficult time lowering bg and over adjusted with a bolus via the pump resulting in a bg of 36 mg/dl. Bg was addressed with glucose and juice. The customer's wife had to help the customer get the juice as the customer was "out of it".